Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when trying to remove heavy liquid in the eye changing it to air the infusion line could not keep the pressure in the eye during vitrectomy surgery. The surgery was completed on the same day by changing the iop (intraocular pressure) on instead of air to push the oil in. There was no information about patient impact.